Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. After reviewing the stored electrograms, it was noted that the implantable cardioverter defibrillator was post-paced t-wave oversensing on the right ventricular lead. The patient did not receive therapy during the oversensing. Programming changes were discussed; no intervention was reported.